Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation; the malfunction was duplicated and attributed to corrosion/contamination on the hv module. It is unknown where the source originated. The hv module was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 78", "defib fault 79", "pacer fault 122" and "pacer fault 126" messages. Complainant indicated that there was no patient involvement in the reported malfunction.